Event description:
A report was received that the patient was experiencing pain at the pocket site and pressure on his bladder. It was noted that the patient had fever and was cold and clammy to touch. The physician was concerned of infection. The patient was given antibiotics.

Event description:
A report was received that the patient was experiencing pain at the pocket site and pressure on his bladder. It was noted that the patient had fever and was cold and clammy to touch. The physician was concerned of infection. The patient was given antibiotics.